Event description:
The surgeon attempted to insert a 22.0 diopter aa4204vf silicone plate lens but the trailing haptic tore off. There was no patient contact or injury. The reporter stated the cause of the torn haptic was due to the injector and cartridge. Another same type lens was implanted.

Manufacturer narrative:
H3 the product pertaining to this complaint was not returned for evaluation however, the lens was returned and visual inspection found one haptic torn off.